Event description:
The graft was implanted as a femoral-femoral bypass graft. After anastomosing the graft and releasing the clamp, the graft leaked blood through its walls (quantity unknown, but reported as little). The graft was then reclamped and sealed with fibrin glue. The graft was left in. The pt's condition is fine.